Event description:
A report was received that a permanent trial procedure was aborted due to an infection. The patient was experiencing symptoms of pain, fever, pus and inflammation. The patient went to the hospital and the leads were removed. The physician and nurse believe the infection was device related and the patient was given antibiotics.

Event description:
A report was received that a permanent trial procedure was aborted due to an infection. The patient was experiencing symptoms of pain, fever, pus and inflammation. The patient went to the hospital and the leads were removed. The physician and nurse believe the infection was device related and the patient was given antibiotics.

Manufacturer narrative:
Update to initial MDR field: additional information was received that the patient has fully recovered from the infection and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.